Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-04356, MDR ID 2134265-2013-04358. It was reported that during test recording, an automatic pullback failure occurred. The md5 motordrive unit was used in conjunction with a bsc catheter during test recording. During servicing, when the attempt was made to perform automatic pullback, the system failed to pullback. It was noted that automatic pullback was repeated several times but the same problem occurred. Manual pullback was also performed, still the problem persisted. No patient involved.